Event description:
Customer reports low ph values on rapidlab 1265 blood gas analyzer for several pts. One pt was treated based upon ph result. There was no report of adverse health consequences as a result of the low ph values.

Event description:
Customer reports low ph values on rapidlab 1265 blood gas analyzer for several pts. One pt was treated based upon ph result. There was no report of adverse health consequences as a result of the low ph values.

Event description:
Customer reports low ph values on rapidlab 1265 blood gas analyzer for several pts. One pt was treated based upon ph result. There was no report of adverse health consequences as a result of the low ph values.

Manufacturer narrative:
Customer noted ph sensor was empty and MFR advised customer to change the sensor. Testing after replacement of the ph sensor resulted in discordant results. MFR requested full summary and log data files on the instrument for the day of the reported event.

Event description:
Customer reports low ph values on rapidlab 1265 blood gas analyzer for several pts. One pt was treated based upon ph result. There was no report of adverse health consequences as a result of the low ph values.

Manufacturer narrative:
Customer noted ph sensor was empty and MFR advised customer to change the sensor. Testing after replacement of the ph sensor resulted in discordant results. MFR requested full summary and log data files on the instrument for the day of the reported event.

Manufacturer narrative:
Customer noted ph sensor was empty and MFR advised customer to change the sensor. Testing after replacement of the ph sensor resulted in discordant results. MFR requested full summary and log data files on the instrument for the day of the reported event.

Manufacturer narrative:
Customer noted ph sensor was empty and MFR advised customer to change the sensor. Testing after replacement of the ph sensor resulted in discordant results. MFR requested full summary and log data files on the instrument for the day of the reported event.